Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13053, 2017865-2020-13051. It was reported the patient presented for an in clinic post operation follow up. It was observed that the patient had a visibly large hematoma with red/purple skin surrounding and an infection. The physician stated there were high white blood cell counts seen and the patient's prosthetic value appeared thrombosed. The system was explanted. The patient was stable.